Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet device became inaccessible due to a screen or interface that could not be unlocked to accept terms and conditions, and a replacement ilet was shipped with instructions provided for shutdown, data sync, return logistics, and start-up; the patient uses dexcom g7 and reported blood glucose over 400 mg/dl with limited meal announcements, and subcutaneous insulin by pen was used when the ilet was unavailable. Symptoms included hyperglycemia with polyuria. Outcomes included no hospitalization and continued diabetes management with cgm and backup insulin. Investigation included verification of device identifiers, shipping and return arrangements, user education on shutdown and start-up, and monitoring for data sync feasibility. Investigation of this case revealed a hardware user interface issue consistent with a screen unresponsive condition while device alerts were absent, and the replacement process mitigated ongoing risk; no device data transfer occurred by design. It was concluded, based on previously established findings for similar reports, that the cause was user interface failure of the original device with contributory user behavior of missed meal announcements leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.